Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in the trifecta durability study was implanted with a 23mm trifecta valve on (B)(6) 2010. The patient had a tonic-clonic seizure secondary to an air embolus post-surgery and was begun on an aspirin regimen. Per report, the patient expired on (B)(6) 2011 due to colon cancer. No autopsy was performed. No additional information is anticipated.